Event description:
Pt's father came out of room 72 yelling fire. Housekeeper entered room and saw flames. Housekeeper pulled fire alarm and assisted in relocating pt. Source was b braun IV pump extension cord. This is the (B)(4) cord that has caught fire at knf.